Manufacturer narrative:
Upon receipt of the pressure regulating balloon, control pump and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because there was no device allegation made against the balloon component and further testing did not deem necessary because of the malfunction confirmed in the cuff component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because there was no device allegation made against the pump component and further testing did not deem necessary because of the malfunction confirmed in the cuff component. Product analysis confirmed a malfunction with the cuff component. The cuff component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the cuff shell. The damage appears to be consistent with a tool. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The analysis concluded the fluid leak could affect the functionality of the device; however, product analysis could not confirm the reported clinical observation as it is unknown.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter was implanted. The analysis of the device indicated a device mechanical issue. No patient complications were reported. Boston scientific has been unable to obtain additional information regarding the circumstances.